Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was not replicated or confirmed. However, the device was put through extensive testing using the retuned batteries and electrode pads including regular power cycling, bench handling and functional stress testing without duplicating the report. The main board was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.